Event description:
No patient harm. Stapler not firing. Manufacturer response for vessel sealer, (brand not provided) (per site reporter). They will be doing an investigation on this reported product failure.